Event description:
Customer reported that the pump battery would not charge and subsequently, the pump shutdown. Blood glucose levels stayed between 54-500 mg/dl, but it was unclear if the charging issue caused them to exceed 500 mg/dl. The caller tried troubleshooting steps without success, including using different charging equipment and outlets. Technical support decided to replace the pump, and the customer would temporarily use insulin injections to maintain therapy. Technical support also instructed the customer on returning the pump with a pre-paid shipping label, which the customer acknowledged.